Event description:
Customer reported via phone, her insulin pump was not working properly, it was acting erratic. She changed the battery and when she attempted to bolus the numbers kept scrolling and she was unable to input her blood glucose level. The customer didn't know her blood glucose level at the time of the event. The numbers were scrolling and esc button wasn't responding. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No display anomaly was noted. The insulin pump had intermittent act button response due to moisture damage on the keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.